Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning 1999 physician communication (dated august 2007).

Event description:
It was reported that the pump was replaced due to rotor stall confirmed with a rotor study. A catheter dye study was done which revealed intrathecal placement with good cerebrospinal fluid flow. The patient outcome was reported as no injury, recovered without sequela.